Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5344415; medical device expiration date: 2020-12-31; device manufacture date: 2016-03-03; medical device lot #: 5344421; medical device expiration date: 2020-12-31; device manufacture date: 2016-01-23. Investigation: investigation summary: returned sample and photo showed reported defect. One piece of hypoint needle was received. The embedded fm was observed. DHR review showed no similar defect was found in in-process and out-going inspection. No notification was raised for this defect. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Returned sample were received and the reported non-conformance was observed. Root cause description: the returned sample was observed to have embedded fm. Corrective actions has been implemented as follows: clear all gate cap and check the heater and thermocouple are function properly. Completed on 20 apr 2017. Increase the frequency to check heaters and thermocouples from 6 monthly to 3 monthly pm. Completed on 12 may 2017. Both corrective actions are implemented after the production dates of the affected batches.

Event description:
It was reported that a health care worker found embedded foreign matter in the hub of a bd hypoint¿ hypodermic needle before use. No injury or medical intervention.